Event description:
It was reported that the patient was treated by paramedics for hypoglycemia, unconsciousness, and a seizure.

Manufacturer narrative:
The pump was not returned to animas for evaluation. The patient stated that she has been experiencing hypoglycemia over night and is currently working with her physician to adjust her insulin dosages. No conclusions can be made at this time. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed.